Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be implanted due to an error message. This was discovered during pre-implant interrogation of the device. The procedure was completed with a different device. This product is expected to be returned for investigation.